Event description:
This is a report of a rupture on a ce infusor lv 5. The rupture was found in preparation (filling). No impact on the patient was reported. No sample available for evaluation; sample was discarded due to their cytotoxic content. This is report 85 of 89.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review was completed, and no issues were noted.